Event description:
Baxter (B)(4) received a report that a 4x4 ml/hr basal/bolus infusor overinfused during patient use. The volume of 98 ml was infused over the course of 17 hours. The device was filled with a solution of ropivacaine hydrochloride. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined.